Manufacturer narrative:
Patient city:(B)(6). Patient country: poland.

Event description:
Reference number(B)(4). Event occurred in poland. It was reported that patient faced infusion set adhesive event on 10-feb-2026. The patient reported tape was not sticking. No further information is available.